Event description:
It was reported that the customer passed away at home. The caller stated that the customer was working in the yard for two hours, in the hot sun, became dehydrated, went into hypoglycemia and passed away. The cause of death was environmental hypoglycemia. The customer had cirrhosis. The customer's blood glucose was 53 mg/dl, drank orange juice and when the paramedics arrived, his blood glucose was 121 mg/dl after drinking the juice. The customer was not wearing the insulin pump at the time of death; it had been disconnected between 1 and 30 minutes. The customer removed the insulin pump while he was treating for the low blood glucose. The customer was not using sensors. The device information could not be verified because the caller did not have the insulin pump at the time of the call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. For now, the caller refused to send the insulin pump back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.